Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A balance chamber pressure alarm occurred at the start of a routine hemodialysis treatment. Technical support reviewed the set up with the operator and determined that the waste line was inadvertently connected to the saline bag. Treatment was ended without performing rinseback due to the amount of time troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The user's guide includes adequate instructions for connections of cartridge lines prior to initiating treatment. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.